Manufacturer narrative:
Lead 1: the reported observation of high impedance could not be confirmed as the complete lead was not returned. The returned stim end segment and terminal lead segment passed the continuity test, and no broken wires were visually observed. Lead 2: there was no reported event against the returned lead. The complete lead was not returned. The returned stim end segment and terminal lead segment passed the continuity test, and no broken wires were visually observed.

Event description:
Additional information received indicates that surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model:3186, UDI:(B)(4), serial: (B)(6), batch:7168830.

Event description:
It was reported that the patient experienced ineffective therapy. Impedance check revealed one of the leads had high impedances. Reprogramming was unable to achieve adequate coverage. As such, surgical intervention may take place at a later date to address the issue. Investigation was unable to determine which of the leads has high impedances.